Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a conversation with dr. (B)(6), surgeon informed sales rep that a patient has loosening of the set screws on a quad rod construct done recently; the rod has disassociated from the connector on the lateral side.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). The device was returned to analysis site, however, it did not reach the complaint handling unit designated intake room. Thus, an investigation will be based on no sample device evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the conn o/o sd top ntch 5.5x5.5 t we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.